Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit. The patient allegedly went to the hospital with chest pressure. The initial result was 156 pg/ml, and the repeat result was 137 pg/ml. A catheter examination was completed, and nothing was found. At a different lab, another tube was drawn, and using the same method, they received a result of < 13 pg/ml. The sample was then tested again in the original lab on (B)(6) 2025 with a result of < 13 pg/ml. The patient was discharged, and he is currently doing well. This medwatch is being reported in an abundance of caution.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). Calibration and qc were passing prior to the event. It is reported that the centrifugation force was at 4000g. For the sarstedt gel tube that the customer uses, it is recommended that the centrifugation speed not be higher than 3000g. A higher centrifugation speed can be consistent with the gel moving to the surface of the serum. In images provided by the customer for investigation, a film on the surface of the sample was observed. The customer also stated that "the tube was re-centrifuged for 2 minutes after arrival, as it looked conspicuous." The investigation did not identify a product problem. The event was consistent with a pre-analytic issue. Correct pre-analytic sample handling is within the customer's responsibility.